Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: on (B)(6) 2025, sample ID (B)(6) result was 1.52 ng/dl. When repeated the next day on another analyzer (sn: (B)(6)), the result was 0.92 ng/dl. A new sample was collected and generated a result of 1.10 ng/dl. (Customer reference range: 0.70 to 1.33 ng/dl). Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68382ud00. However, testing was performed utilizing retained kits of lot 68382ud00. All testing passed indicating the reagent lot is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot 68382ud00 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68382ud00 was identified.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: on (B)(6) 2025, sample ID (B)(6) result was 1.52 ng/dl. When repeated the next day on another analyzer (sn: (B)(6)), the result was 0.92 ng/dl. A new sample was collected and generated a result of 1.10 ng/dl. (Customer reference range: 0.70 to 1.33 ng/dl). Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.